Event description:
It was reported that patient had revision due to high impedance. An x-rays were received but have not been reviewed to date. Explanted devices have not been received.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Further information received reporting that battery replacement occurred on separate date that was initially reported. X-rays were provided and generator placement was determined to be in the upper left chest. Based on the images provided, the feedthrough wires were intact, however could not be assessed if pin was completely inserted due to the quality and angle of the image. A portion of the lead was visualized in the chest. The strain relief bend and loop cannot be assessed due to the scope of the image provided. Based on the image provided, complete visualization of the neck was unavailable; therefore, the number of tie downs and placement could not be assessed. A portion of the lead was visualized to be behind the generator. The visible portion of the lead was assessed for fracture and discontinuities on the visible portions of the lead however none were noted. Based on the x-rays received, the cause of the high impedance cannot be determined; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. No other relevant information has been received to date.

Event description:
The explanted device was discarded.